Event description:
On 12/19/06, nellcor puritan bennett received a report of dimension issues on a 4lpc inner cannula. The caller reported that insertion of the suction catheter was more difficult for this tube than the other tubes of the same lot number. The caller reported the patients 4lpc tracheal tube was replaced with that of an older lot number.

Manufacturer narrative:
Investigation of this complaint is currently in progress.